Manufacturer narrative:
Subject device is not available.

Event description:
After angioplasty of a stenosis (more than 70%) at the middle cerebral artery (mca), the stent delivery system was placed in the target lesion. While withdrawing the outer body catheter to deploy the stent, resistance was encountered, and the stent could not be deployed. It was reported that during withdrawal of the stent delivery system, the stent deployed prematurely. The physician removed the stent delivery system from the patient¿s body. There were no patient clinical consequences reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stent was not returned with the device. The catheter shaft was slightly flattened at 14cm from the distal end. As the stent was deployed and not returned, a functional test was unable to be performed. The stabilizer moved freely within the catheter. A 0.0165¿ patency mandrel was advanced through the stabilizer without difficulty. A 0.032¿ patency mandrel was advanced through the catheter without difficulty. As per the event description, the rate of stenosis was more than 70%. As per the additional information resistance was encountered between the outer body and inner body, there were no anomalies noted to the stent delivery system prior to use and the device was prepared as per the dfu. The delivery catheter was noted to be damaged during the device analysis which may have caused or contributed to the as reported event. It is probable that the device was damaged during the clinical procedure causing the reported event. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
After angioplasty of a stenosis (more than 70%) at the middle cerebral artery (mca), the stent delivery system was placed in the target lesion. While withdrawing the outer body catheter to deploy the stent, resistance was encountered, and the stent could not be deployed. It was reported that during withdrawal of the stent delivery system, the stent deployed prematurely. The physician removed the stent delivery system from the patient¿s body. There were no patient clinical consequences reported.